Event description:
It was reported that a (b)(6 hispanic/latino caucasian female patient underwent a primary breast augmentation surgery with implantation of a 370cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast implant. As a result, the patient underwent unilateral removal and replacement with a 370cc mentor memorygel breast implant on (B)(6) 2022. During the replacement surgery, the surgeon discovered a seroma in the right breast. The seroma fluid was cultured no indications of infection were found. There were no reported delays or patient outcomes due to the seroma found during the surgery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, early onset seroma . Manufacturer¿s reference number: (B)(4).